Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer was failed to open. A field service engineer performed a t-shot and identified that the retractor arm was not connecting to the data line; the connection was reseated, and testing was resumed. An additional issue was discovered with the sub-drawer controller board, which was replaced, after which testing continued with no further issues noted. The user verified proper operation through inventory counts and scan/load procedures. All bus and cable connections, as well as drawer and pocket functionality, were confirmed to be operational. The user validated successful operation, and the unit was returned to service. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.